Event description:
It was reported that during a da vinci-assisted esophago-gastrectomy surgical procedure, the fenestrated bipolar forceps instrument came apart in the patient's thorax during the thoracic phase of a lewis santy. There were no particular constraints during the procedure. The instrument remained blocked in the closed position and made it impossible to control it. The safety key was used to unlock the instrument. Fragments fell into patient and were retrieved during the same procedure. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the event occurred during a surgery performed by on (B)(6) 2024. The instrument was inspected before use and there was no damage or anything unusual. The reporter provided a photo of the instrument. Patient demographic information was provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: "it appears that the main tube of the instrument is broken, and all the internal components (hypotubes, flush tube, conductor wire etc.) Have separated from the main tube. It appears that the main tube was likely broken where it meets the proximal clevis."

Manufacturer narrative:
The fenestrated bipolar forceps had a broken main tube, and the distal tip is missing. A piece measuring approximately 5.81mm x 3.74 mm was not returned with the instrument. No material was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse.